Manufacturer narrative:
(B)(4) stent kinked. The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that an advanix pancreatic stent was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed in the pancreas on (B)(6) 2015. According to the complainant, during the procedure, the stent crumpled during deployment. The procedure was completed with another advanix pancreatic stent. There were no patient complications reported as a result of this event. The patient was reported to be doing well at the conclusion of the procedure.